Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. The manufacturer representative reported that he met with the patient on (B)(6) 2021 with his implanting physician. Patient states he is getting around 50% relief. The physician had them do an x-ray which showed a small migration of his leads into t10. There were no external factors noted to be contributing to the issue. The patient reports nothing out of the usual. Reprogramming was done based on the current placement of the leads. Dtm settings were readjusted to see if they could improve relief past 50%. The patient is happy with the current results, and does not have a follow-up appointment for at least a year; however, he noted that he would reach out if he has any future concerns or questions. The issue has been resolved. No surgical intervention was performed or is planned.